Event description:
Information was received that this smiths medical legacy plus pump displayed "high pressure" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. The investigation unable to confirm customer reported problem. During investigation, the pump downstream occlusion sensor was tested and was found to be operating properly and activating within specification. However, inspection of the pump event log found few "high pressure" messages were previously displayed. The pump passed all tests and was found to be operating properly. The problem source of the reported problem is unknown.